Event description:
It was reported that the biopsy from a patient who underwent an outpatient upper diagnostic procedure tested positive for mucormycosis. The fungus was found on the tissue, and not inside the tissue and there was a concern for cross contamination. It was further reported that scrapings and dark specs were found inside the scope. Adenosine triphosphate (atp) testing did not show anything. The device was not cultured at this time. There were no reports of further patient harm.